Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Contact declined to provide further information and declined tandem technical support¿s offer to follow up. There was no reported impact to customer¿s blood glucose.